Event description:
It was reported that this pacemaker was part of the system revision due to infection. No additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of the system revision due to infection. No additional adverse patient effects reported. The pacemaker was explanted.